Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep). It was reported that at the refill on (B)(6) 2025 the aspirated volume was 3.6ml with a calculated expected volume of 4.2ml, which the hcp judged to be within the acceptable range. However, the pump could only be filled with 15ml of baclofen afterwards, not fully 20ml. No further actions have been taken. The rep planned to join the upcoming refill on (B)(6) 2025 to see if they could help with the refill. No cause had been determined yet, waiting for next pump refill to eventually resolve the issue. The volume discrepancies at refill and issue with filling the pump reservoir to the expected capacity was not yet resolved. The pump remained implanted and in normal service. As of (B)(6) 2025, no side effects have been reported besides the smaller refill intervals. Hcp decided to check next pump refills and see if the problem persists.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep). It was reported that the rep attended the refill on (B)(6) 2025. The hcp was able to aspirate all remaining medication and refill the pump completely. The problem was the use of the antibacterial filter for aspiration of the residual volume. Without the filter, this worked without issues. The pump remained implanted and in service. The problems had been resolved. Additional information was received on 2025-feb-12 from a foreign healthcare provider (hcp) via a company representative (rep). It was reported that the filter used was off-label (non-medtronic product). The volume discrepancies are thought to be caused by the filter used during refills beforehand. The physician confirmed, that the off-label filter was used during the problematic refills and likely caused problems aspirating the remaining volume of the pump. It was reported that there was no real issue with the filter, however the filters were likely used in the wrong way as they were used during aspiration of the remaining volume, which led to problems. With a filter attached, not enough suction power could be applied to the pump reservoir, thus hindering removal of the remaining volume. The hcp and the rep both agreed that the problems were likely due to this. In the future, the hcp's now know that the filter should only be used for filling the pump with the new medication and should be left out while aspirating the old medication.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen (2000 mcg/ml) at a dose rate of 800.6 mcg/day via an implantable pump. The patient's medical history included long-standing paraplegia (2004) and spinal spasticity. It was reported that during a regular pump refill on (B)(6)2023, only 0.2 ml of remaining medication could be aspirated from the pump reservoir, although the pump calculated that 3.3 ml was expected to be left over. During the following refill, only 17ml could be filled into the pump. The pump was then programmed with 17 ml of baclofen. The patient did not experience symptoms of underdosing or overdosing. During the second regular pump refill on (B)(6)2024, the remaining reservoir volume did not match the calculated values from pump interrogation for second consecutive time as 2.2 ml were calculated to be left in pump reservoir and only 0.3 ml could be aspirated. Additionally, only 15 ml of baclofen could be refilled into the pump reservoir. The patient again did not experience therapy changes. No underdosing or overdosing was reported. Since this was the second time, the healthcare provider (hcp) then reported the events to a manufacturer representative. Both times, during the refill, the hcp tried to aspirate as much medication as possible and also tried to refill the pump with as much medication as possible, however, only the stated volumes could be aspirated/refilled. Regarding factors that may have led or contributed to the issue, it was indicated that wrong or bad puncturing of the refill needle could have caused this problem; however, the hcp was an experienced user and no issues were reported regarding the procedure during the pump refill. There were no other known external factors that may have led or contributed to the issue. No surgical intervention or check of the catheter was planned. The puncture was inconspicuous and even after filling the pump, no fluid was detected sono-graphically around the pump. The volume reservoir alarm was increased from 2ml to 2.5ml. Outpatient re-presentation for baclofen pump filling was planned to occur next on (B)(6)2025. Inspection of the pump is planned for this date. Should there be any problems with the baclofen application in the meantime (increased tiredness, itching, severe restlessness, change in spasticity), the patient was advised to contact the hcp immediately. The issue was not resolved as of (B)(6)2024. The patient was without injury regarding their status as of (B)(6)2024. The patient's age was 54 years and 6 months.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.